Event description:
High white blood count and loose stools with negative c-diff assay. Rectal tube placed to try to manage stooling. The patient's hematocrit dropped to 24 (from39) in setting of anticoagulation and intra aortic balloon pump (iabp) ; gastroenterology did colonoscopy at bedside - identified ulceration and mucosal friability at rectal tube balloon. Anticoagulation and rectal tube discontinued. Other patient information: ethnic background: unknown. Other pertinent information: pt admitted 5/7 critically ill, requiring pressors to maintain bp as well as iabp, tandem pvad. Patient had diarrhea - flexiseal inserted for 17 hrs, then removed d/t leaking. Pt had hct drop - had upper endoscopy two days later, negative. The following day, flexiseal inserted again for 11 hrs, then removed for colonoscopy. A 40 cc fluid removed from rectal tube balloon (in keeping with company recommendation). Large rectal ulcer identified during colonoscopy as only possible bleeding source; ulcer was circumferential, just above internal sphincter. Pt was significantly anticoagulated, believed a contributing factor.

Manufacturer narrative:
Medwatch 2201100000-2007-8030 was submitted by hospital, for the same adverse event. FDA registration number reporting site (specification developer).